Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when connecting the system to a boom monitor, the resolution of both the boom monitor and navigation system "changes" the screen on the navigation becomes tiny. The site attempted to connect to the wall, with no effect. Rebooted the navigation system with the monitor connected, with no effect. The site reported when utilizing an hdmi to dvi cable, the issue was resolved. When an hdmi to hdmi cable was used, the issue persisted. The issue was occurring across all their systems on site. The monitors in use are 4k monitors. There was no patient involvement.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.